Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, fluid leak. Fracture noted at 10cm. Problem noted 04/07/24, while in use in patient, PICC removed. No other information was provided.

Event description:
It was reported, fluid leak. Fracture noted at 10cm. Problem noted (B)(6) 24, while in use in patient, PICC removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter was 42cm. It was inserted into the left arm. Exit site marking 4cm, migrated out 1.2cm after placement, was secured with securacath. PICC was used for oncology treatment (carboplatin, paclitaxol). No interventions took place with the PICC. Break was marked at 10cm, PICC was used for 4 weeks. There are no xray images of this incident. The catheter site was cleaned with chloraprep (3ml 2% chg in 70% ipa) additional comments: migrated 1.2cm after insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc solo with a needleless injection cap. Usage residues were observed throughout the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed a leak near the 10cm depth marking. Microscopic inspection of the catheter revealed a longitudinally aligned split proximal to the 10cm depth marking. An impression line extended from both ends of the split. The surface of the split appeared granular and uneven. A severe kink was also observed in the vicinity of the split. Prolonged compression of the indwelling catheter and/or repetitive kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. This complaint will be recorded for future trending and monitoring purposes.